Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the reference electrode, the ise (ion-selective electrode) sample pot, and cleaned the ise reference block to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer's au680 clinical chemistry analyzer generated false low na (sodium) results and false high cl (chloride) results on two patient samples. There was no impact to patient treatment. The results were not reported outside of the lab. The customer stated controls (qc) passed on this event date. The customer noticed the analyzer was generating low anion gap values. Anion gap is a tool to assess the integrity of the individual analyte and this is not a diagnostic test.